Event description:
The customer reported via phone call that the insulin pump's battery life was shorter than normal. The customer stated that she was also hearing a ticking sound coming from the device during bolus. The customer stated that she inserted new batteries on the morning of the call and had already lost one bar in the power meter. While troubleshooting for the low battery, the customer received a battery out limit. Blood glucose level at the time of the incident was 160 mg/dl. The customer was shipped a new battery cap, and called back to complete troubleshooting once it was received. Customer stated that she was still receiving low battery alerts and that the device's battery life was shortened. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A high idle current was noted due to open trace lcd driver. No battery out limit was noted. The pump was received with a cracked case at the display window corner, battery tube threads, reservoir tube lip, and minor scratched display window.